Event description:
The customer stated that his blood glucose was tested using his contour meter and a lab test. The lab test result was 123 mg/dl, while the contour read 398 mg/dl. On another occasion, the customer compared blood glucose readings between his contour and one touch meters. The one touch read 130 mg/dl, while the contour read 256 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for eval. Replacement products were sent to the customer.